Manufacturer narrative:
Occupation: reporter is synthes employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, a torque limiting ratchet handle was found to be out of drawing specification. The drawing specification is 10-12. The torque tested high ¿ 12.418. There was no patient involvement. This report is for one (1) 10 nm torque limiting ratchet handle -6 mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The 10nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot # 6485949) was returned and received. Upon visual inspection, it was observed that the etch on the device was starting to fade. Rest of the device showed no signs of damage. Service & repair evaluation: the customer reported the device was found to be out of drawing specification with torque testing high ¿ 12.418 nm. The repair technician reported that the product is over three years old and failed high in service/repair evaluation. Torque test high is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed in calibration test. The complaint condition is confirmed as the 10nm torque limiting ratchet handle-6mm hxc (p/n: 03.620.061, lot # 6485949) failed high in calibration test. There is no indication that a design or manufacturing issue has caused it and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 03.620.061, synthes lot # 6485949, supplier lot # 6485949, release to warehouse date: 08 dec 2010, supplier: (B)(4), no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.